Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the video connector was damaged due to an external force being applied. In addition, it is likely the e116 error occurred due to an accidental failure of the parts on the mother board. Regarding the handling of the device, the following is described in the instruction manual, which may have prevented the damaged connector: "do not apply excessive force to the camera control unit and/or other instruments connected. Otherwise, damage and/or malfunction can occur".

Manufacturer narrative:
The subject unit was returned to service center. The evaluation confirmed there was no image displayed when plugging in the camera head, damaged cracked connector; the rx module was damaged. Additionally, e116 error occurred. The motherboard was defective. The scope was purchased on (B)(6) 2019 with no previous repair history. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use of an unspecified procedure, the visera 4k ultra high definition camera control unit could not display any image as the video connector was broken/cracked and could not be connected. No patient involvement was reported.